Manufacturer narrative:
(B)(4). The device is expected to be returned and analyzed. Upon return and completion from analysis, this report will be updated.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed three codes: charge time (CT), battery depletion (bd), and high impedance (hi). Device interrogation data was reviewed by boston scientific technical services (ts). The battery depletion condition was observed in (B)(6) 2016 and triggered end of life (eol) in (B)(6). The hi code appeared to most likely be a side effect of the low battery condition. The device was explanted due to early battery depletion and replaced. The electrode remains implanted and in service with the new device. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The device is expected to be returned and analyzed. Upon return and completion from analysis, this report will be updated. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Visual inspection noted no device anomalies, but did note one of the battery cells was swollen. Longevity calculations performed confirmed the device did not meet labeled longevity expectations. The device did not pass returned product testing, which verifies defibrillation and sensing functions. This test did not pass as the result of a depleted battery. Analysis confirmed the field observations, which were a result of a shorted battery cell. No further action will be taken as this product is no longer manufactured.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed three codes: charge time (CT), battery depletion (bd), and high impedance (hi). Device interrogation data was reviewed by boston scientific technical services (ts). The battery depletion condition was observed in (B)(6) 2016 and triggered end of life (eol) in late-november. The hi code appeared to most likely be a side effect of the low battery condition. The device was explanted due to early battery depletion and replaced. The electrode remains implanted and in service with the new device. No additional adverse patient effects were reported.